Event description:
It was reported that tip detachment occurred. The patient presented with coronary artery disease and non-st elevation myocardial infarction. The patient was sedated. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. When the run was completed, the device was removed and is was noted that the catheter was stretched and there was no rapid exchange portion. The physician was informed that the distal tip was missing. The vessel was examined from proximal to distal as well as the guide and sheath. When the non-boston scientific guidewire was removed, it was completely corkscrewed with no evidence of the radiopaque tip. It seemed to have been nowhere in the patient and the patient seemed unharmed by the event. The procedure was cancelled.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the tip section was detached, torn and stretched. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that tip detachment occurred. The patient presented with coronary artery disease and non-st elevation myocardial infarction. The patient was sedated. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. When the run was completed, the device was removed and is was noted that the catheter was stretched and there was no rapid exchange portion. The physician was informed that the distal tip was missing. The vessel was examined from proximal to distal as well as the guide and sheath. When the non-boston scientific guidewire was removed, it was completely corkscrewed with no evidence of the radiopaque tip. It seemed to have been nowhere in the patient and the patient seemed unharmed by the event. The procedure was cancelled.